Manufacturer narrative:
The customer did not report any instrument malfunctions or an increase in occurrences. Service was not dispatched.a clear root cause can not be determined for this event.(B)(4).

Event description:
A customer contacted beckman coulter inc (bci) in regards to erroneous elevated accutni results on unknown number of patients generated by unicel dxc 600i synchron access clinical system. The samples were repeated on the same unit and normal results were obtained. The erroneous results were not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer did not report any instrument malfunctions or an increase in occurrences. Service was not dispatched. A clear root cause can not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous elevated accutni results on unknown number of patients generated by unicel dxc 600i synchron access clinical system.the samples were repeated on the same unit and normal results were obtained. The erroneous results were not reported out of the laboratory.the customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.